Manufacturer narrative:
The thermogard ivtm system (s/n (B)(6)) was evaluated by zoll device technician at the customer site. The reported complaint of the thermogard console over cooled below the temperature target range was not confirmed during functional testing. No device malfunction was found, and the thermogard console functioned as intended. Per follow up, there was a misunderstanding between the nurse and medical department about the temperature measurement to be at 31 degrees. The customer did not provide any information about the temperature probe used during the event. No physical damage was observed on the thermogard console during the visual inspection. No discrepancy found in the event log. Based on the archive, no patient file was available, it has been deleted on (B)(6) 2021, probably by the biomedical engineer or another user. During the time the system was switched on at the complaint date (B)(6) 2021 between 11:33am and 13:32pm, the system was switched off 6 times for unknown reason. The patient's body temperature at the initiation of cooling was 36.5 degrees. Unrelated to the reported complaint, the thermogard xp ivtm system failed the functional testing due to the thermogard ivtm system does not recognize the air bubble trap. The air trap was found to be defective likely due to wear and tear. The thermogard ivtm system was manufactured in june 2012 and is 9 years old, well past its service life of 5 years. The air trap was replaced to address this issue. Following service, the thermogard console passed all final tests with no issues, and readings were within the specified limits.

Manufacturer narrative:
Zoll evaluation on the thermogard console is still in progress. A follow-up report will be submitted when the investigation has been completed.

Event description:
During ivtm therapy, the thermogard ivtm system (sn (B)(4)) was set at target tempurature was 33 degrees but it had over cooled below 31 degrees. Treatment stopped and customer used another thermogard. No consequences or impact to patient.